Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical visual inspection found no anomalies. Device evaluation identified that there was a main board malfunction. The syringe pump module logic board was replaced. The pcb was refurbished and the main board software was replaced with 9.15.1.2. The circuit boards were inspected. The device was calibrated. The air-in-line, alarm, connectors, display, force, keypad, plunger position, self test/power, syringe size sensor, and final visual inspection were all tested/performed and passed. The root cause was determined to be that the digital sensor on the logic board was out of normal values. This type of event will continue to be monitored.

Event description:
Reportedly, post repair the device failed the barrel clamp test. There was patient involvement. No additional information is available.